Event description:
It was reported the pt experienced a loss of therapeutic effect when the stimulation is turned on. The rptr indicated "they can't function" and "when they get up at night they have to hold onto the wall to get to the restroom and they have to shuffle." The symptoms began after the replacement of the previous device due to battery depletion. The pt also experienced a fall but indicated they were having problems prior to the fall. After the fall, the pt had to go to the hospital. The muscle around the sciatic nerve swelled. The pt remained at home and had an appointment with their hcp the next week. Additional info has been requested. See also MFR report #3004209178200909504.